Event description:
Major pump unit(s) involved: device thrombosis. Additional text: unknown. Specific component(s) involved: other component malfunction, specify. Additional text: other component: unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): none. Other intervention : implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.